Event description:
It was reported via repair work order that the cpu nurse call cable assembly was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.